Event description:
It was reported to fresenius that a blood leak and low conductivity occurred during the patient's hemodialysis (hd) treatment on a 2008k2 machine. The patient's estimated blood loss (ebl) was not provided. There was no reported serious injury or required medical intervention. The patient continued treatment after being transferred to a different machine with new supplies. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.